Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') and autoimmune disorder ('autoimmune diagnosed') in a 37-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, amenorrhea, vaginal discharge, vaginal irritation, right lower quadrant pain and itching. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal/ rlq abdominal pain"), pelvic pain ("pelvic/ abdominal"), back pain ("back pain"), allergy to metals ("nickel ¿ diagnosis pre-essure."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), dizziness ("dizziness"), abdominal distension ("abdominal bloating"), psychological trauma ("psych injury"), infection ("infection (other)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and abdominal pain lower ("rlq abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes); oophorectomy (bilateral re). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, abdominal pain, pelvic pain, back pain, allergy to metals, migraine, headache, nausea, weight increased, alopecia, gastrointestinal disorder, dizziness, abdominal distension, psychological trauma, infection, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, dizziness, dysmenorrhoea, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to case # us-bayer-(B)(4) to which all information was transferred, then this duplicate record # us-bayer-(B)(4) will be deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') and autoimmune disorder ('autoimmune diagnosed') in a 37-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, amenorrhea, vaginal discharge, vaginal irritation, right lower quadrant pain and itching. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal/ rlq abdominal pain"), pelvic pain ("pelvic/ abdominal"), back pain ("back pain"), allergy to metals ("nickel ¿ diagnosis pre-essure."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), dizziness ("dizziness"), abdominal distension ("abdominal bloating"), psychological trauma ("psych injury"), infection ("infection (other)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and abdominal pain lower ("rlq abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes); oophorectomy (bilateral re). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, abdominal pain, pelvic pain, back pain, allergy to metals, migraine, headache, nausea, weight increased, alopecia, gastrointestinal disorder, dizziness, abdominal distension, psychological trauma, infection, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, dizziness, dysmenorrhoea, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: 18may2012 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Lot number and lab data added. Concomitant condition added. Events ; infection (other), abnormal bleeding vaginal, menorrhagia, rlq abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune diagnosed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal"), pelvic pain ("pelvic/ abdominal"), back pain ("back pain"), allergy to metals ("nickel ¿ diagnosis pre-essure."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), dizziness ("dizziness"), abdominal distension ("abdominal bloating") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, abdominal pain, pelvic pain, back pain, allergy to metals, migraine, headache, nausea, weight increased, alopecia, gastrointestinal disorder, dizziness, abdominal distension and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, dizziness, dysmenorrhoea, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy,migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, autoimmune disorder, psych injury. Patients dob, date of removal, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.